Event description:
It was reported that the patient was unable to enter MRI mode due to low impedances. Surgical intervention was undertaken on (B)(6) 2022 to explant and replace the lead. Therapy was restored post op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.